Manufacturer narrative:
(B)(4). D10 - medical product: psn rev cck art lock screw lg catalog # 42510032000 lot # 64307478. H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-03279.

Event description:
It was reported patient underwent a revision procedure sixteen months post implantation due to disassociation. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is anatomically aligned, entire tibial and femoral implants not included in imaging, loose screw within the posterior central joint space, no fracture or implant loosening, bone quality is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.